Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's high voltage module was removed and returned. The malfunction was duplicated and attributed to foreign substance on the high voltage module. Analysis for reports of this type has not identified an increase in trend.